Event description:
It was reported by service report that the customer ordered an inverter and transformer when installed on to the bed, the parts began to smoke. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: electrical incompatibility.